Event description:
The pt received her scs system consisting of 2 percutaneous leads and an ipg on (B)(6) 2008. It was reported the pt could not establish any communication with her ipg using the pt programmer. Examination of the pt's scs system revealed the ipg had flipped in the ipg pocket. The ipg was repositioned by the physician. No devices were explanted or returned to (B)(4) for eval. No add'l info is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.